Manufacturer narrative:
(B)(4). No conclusion code available. The reported noise and high impedance were confirmed in the laboratory via review of the device image. The device was tested on the bench and noise and high impedance measurements were initially observed, but not seen during subsequent testing. The cause of the field anomalies could not be determined. (B)(4).

Event description:
It was reported that the patient was presented with multiple inappropriate shocks via merlin.net transmission. Episodes of noise were also observed. Review of the episodes suggested the device damage during the av node ablation procedure and possibly caused out of range high lead impedance. The device was explanted. The patient was stable.